Event description:
It was reported that during an mitral valve repair, the endoclamp1001 (aortic catheter ) balloon spontaneously deflated. They continued the case using a cold fibrillation approatch. After the case, the md examined the balloon and found a small hole along with an eccentric buldge.no patient harm was reported.

Manufacturer narrative:
Device evaluation anticipated upon return of product from the customer.

Manufacturer narrative:
The endoclamp aortic device was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. An attempt was to inflate the balloon with 35 cc of water. A small pin hole was found in the balloon when injected with approximately 10 cc of water. Since the balloon would not inflate completely due to the pin hole, the eccentricity of the balloon could not be verified. Visual inspection was performed with an unaided eye. A review of manufacturing records was performed and there were no nonconformance associated with the manufacturing of this lot. The root cause of what caused the pin hole in the balloon cannot be determined. The pin hole was not detected during preparation of the device. The pin hole did not look like a needle prick since this would have caused the balloon to burst. The variable eccentricity seen in the balloon is due to the natural variation of the balloon dip-molding manufacturing process. Balloon eccentricity is not a manufacturing defect; it is a designed feature of the device. The balloon eccentricity of the returned device could not be confirmed due to the pin hole present. A CAPA will not be initiated for this device as it could not be linked to a manufacturing defect. Trends will continue to be monitored on a monthly basis and if further action is needed, appropriate investigations will be performed.